Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication rejected due to override code was not working. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system did not accept the override code for the medication issue. A technical support specialist (tss) advised the customer to contact the pharmacy to verify the accuracy of the override code. The tss made multiple follow-ups attempts to reach the customer, but all were unsuccessful. As no further response was received, the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication rejected due to override code was not working. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.